Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when attaching a 20cc syringe to the luer hub of a 6mm x 18mm palmaz blue on slalom stent delivery system (sds) to flush the guidewire lumen, a leakage was observed from a hole in the luer hub. The device was not used, and a new 6mm x 18mm palmaz blue on slalom 80cm sds was used as a replacement. There were no reported injuries to the patient. This was during preparation of the device after removing the device from its packaging. The device was stored and handled per the instructions for use (IFU) and there was no damage to the packaging prior to opening. There were no difficulties connecting the syringe to the luer hub prior to observing the leakage. The device was returned for analysis. A non-sterile ¿blue/slalom 6x18/135 bil pckgd¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be evaluated. A thorough inspection was performed on the unit focusing on the luer hub observing a cracked condition on the flushing port. The stent is in the manufacturing position properly mounted on the balloon. The ballon was received not deflated. No other outstanding details were noticed. The luer hub was inspected with a vision system confirming the cracked condition. The cracked area on hub presented evidence of fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. The reported ¿luer hub cracked¿ condition was confirmed during analysis of the returned device. Vision system analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is often the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use which are not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/ delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter¿s inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attaching a 20cc syringe to the luer hub of a 6mm x 18mm palmaz blue on slalom stent delivery system (sds) to flush the guidewire lumen, a leakage was observed from a hole in the luer hub. The device was not used, and a new 6mm x 18mm palmaz blue on slalom 80cm sds was used as a replacement. There were no reported injuries to the patient. This was during preparation of the device after removing the device from its packaging. The device was stored and handled per the instructions for use (IFU) and there was no damage to the packaging prior to opening. There were no difficulties connecting the syringe to the luer hub prior to observing the leakage. The device will be returned for evaluation.